Event description:
It was reported that the patient is experiencing a loosened persona tibia component and had a total knee arthroplasty. It was noted also that the patient received a tm patella on (B)(6) 2014 and was revised on (B)(6) 2015. It is unknown if the tm patella had failed as well or was just revised due to the tka procedure. Note that the personal tibia is of zimmer warsaw design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
Investigation is still in progress.